Event description:
It was reported that there were over 8000 short v-v intervals, which could indicate oversensing, and a lead fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable pacing lead, (B)(6) 2001; 5076-52 implantable pacing lead, (B)(6) 2001. (B)(4). Evaluation summary: analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met, oversensing due to non-physiologic signals/sic (sensing integrity counter), and oversensing associated with the right ventricular lead.